Manufacturer narrative:
At this time the device remains in service with no programming changes. Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that this six months ago this device showed 1.5 years remaining with a magnet rate of 100 paces per minute (ppm). During this follow up the device shows 2.5 years remaining. No changes were made in programming. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.